Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash in the middle of her back. Patient reported the area is red and itchy, no broken skin. There was no alleged device malfunction. The patient was recommended by a physician to use hydrocortisone cream. Follow up indicated that the patient was using the cream and the rash it has helped.